Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch form. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard oh. The dist on 12/9-23/97 conducted the inspection. Rptr has also spoken with local FDA branch and two members of the med device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice. Rptr is extremely concerned about the ongoing and serious nature of this problem and the potential risk that critically ill pts may face. Ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Rn noted that pt glucose had not yet stabilized back to normal level after non-infusion incident from 0400 (case 23-above), IV bolus required x3 during day shift 0700-1400. Rn suspected tubing problem, marked buretrol at 1200, by 1400, there was no change in fluid volume. Pt glucose finally improved after hyperalimentation fluid was delivered via a syringe pump and lvp was removed from bedside. Pt is very ill premature infant on high frequency oscillatory ventilation and maximal support. Unk effect of hypoglycemia in critically ill infant. Pump and tubing retained intact, sent to biomed and medex was contacted immediately.